Event description:
Vamp-arterial pressure tubing attached to right femoral sheath, defective connection fell apart causing arterial blood loss. Rn at bedside recognized immediately. Tubing changed. Pt is stable.